Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the evening of (B)(6) 2020, while the patient was in bed, his cgm value was 390 mg/dl and increasing. He took 20 units of insulin because he thought his blood glucose was elevated. After he took the insulin, he became incoherent and his partner performed a fingerstick bg which was 48 mg/dl. The patient's partner called emergency medical services (ems) who treated the patient with oral glucose. The patient became coherent and declined transportation to the hospital. The patient reported he does not recall what occurred prior to ems arriving and during ems treatment. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.